Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. The customer's blood glucose level was 157-184 (mg/dl). It was confirmed that the customer had manual injections as alternate insulin therapy available.